Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated hemoglobin results while using the cell-dyn ruby analyzer. The following data was provided. The customer uses hemoglobin normal range 14 to 18 g/dl. (B)(6) initial 23.5 g/dl, repeat 9.9 g/dl. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, instrument service review, and labeling review. No adverse trend was identified for the customer issue. Service history review identified no contributing factors to the customer issue. The submitted data for the specimen was reviewed and results indicated the specimen may not have been mixed properly. Whole blood specimen red blood cells (rbc) settle at the bottom of the tube and platelets (plt) and white blood cells (wbc) remain in the specimen upper layer. Unmixed specimens may cause more rbc (bottom of the unmixed tube) and less plt and wbc (top layer of the unmixed tube) to be aspirated by the analyzer. Results for unmixed specimens may show wbc and plt low results and elevated rbc and hemoglobin (hgb) results. Labeling was reviewed and found to be adequate. The analyzer operations manual includes proper mixing of specimens prior to sample aspiration to obtain accurate results and includes instruction to mix tube by inversion immediately prior to aspiration. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.